Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, a fracture was noted on the right atrial lead. The lead was capped and replaced. The patient was stable during and post procedure.